Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges respiratory tract irritation, asthma (new or worsening), inflammatory response and lung disease. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges respiratory tract irritation, asthma (new or worsening), inflammatory response and lung disease. The patient required no medical intervention. The device was evaluated by the manufacturer's product investigation laboratory (pil) and unable to confirm customer's complaint. Upon downloading the significant event logs from the unit has received, there are patient circuit disconnect, low inspiration log entries found, however, subsequent long term run-in operation and memory download of the unit yielded no associated faults/failures. Mfts automated testing finds the aecm solenoid drifting and in need of cleaning/replacement and calibration. Unit functions as designed and there is no evidence of foam degradation.